Manufacturer narrative:
The product was not returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery via medwatch report mw5056956 that the lumbar drain tubing disconnected at the site where the drain connects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.